Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation upn: m365sc43180, model: sc-4318, batch: 26850447.

Event description:
It was reported that following the implant procedure an x-ray was taken and one of the leads had migrated significantly. The patient underwent a revision procedure wherein the ipg pocket was unstitched, leads were detached and repositioned. It was also noted that when the clik anchor was clicked multiple times and would still not hold the lead in place. The defective clik anchor was removed and was not returned.

Manufacturer narrative:
The returned lead fixation (sc-4318 ln 26850447) was analyzed and was unable to confirm the as reported observation with testing of the product return. With all the available information, boston scientific concludes that various test leads were inserted successfully and anchor was locked down on leads, loosened and repositioned without trouble. Anchor exhibits normal device characteristics. The probable cause selected is no problem detected.

Event description:
It was reported that following the implant procedure an x-ray was taken and one of the leads had migrated significantly. The patient underwent a revision procedure wherein the ipg pocket was unstitched, leads were detached and repositioned. It was also noted that when the clik anchor was clicked multiple times and would still not hold the lead in place. The defective clik anchor was removed and was not returned.